Event description:
It was reported that this lead exhibited noise, oversensing and pacing inhibition of less than two seconds. This lead was explanted and another one was implanted instead. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).